Event description:
It was reported that there were episodes of pacemaker mediated tachycardia (pmt) on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) analyzed device episode data and also found that there was intermittent loss of capture of the left ventricular (lv) lead. Clinic evaluation was discussed. The pmt algorithm successfully terminated each episode. The lv output was increased by programming. No adverse patient effects were reported. Currently, this crt-d remains in service.